Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00931 and 1225714-2014-00932.

Manufacturer narrative:
Further attempts were made to obtain complete complaint details and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; associated MDR #1225714-2014-00931 and 1225714-2014-00932.

Event description:
The additional information received noted that the patient experienced respiratory failure and sudden cardiac event and expired nine days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.